Manufacturer narrative:
Device history records was conducted. The report indicates that the: DHR review, part number: 03.632.036, synthes lot number: 9907547, release to warehouse date: (B)(6) 2016, supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that two matrix holding sleeves were damaged during a lumbar fusion procedure: the threaded tip of lot 9907547 broke intraoperatively and that of lot 6972477 cracked. X-rays were taken to confirm that no fragments remained in the patient. The procedure was able to be complete successfully after a ten minute surgical delay. The returned devices were examined and the complaint conditions were able to be confirmed in each instance. The threaded tip of lot 9907547 was found to be broken and missing a fragment (approximately 6.5mm x 4mm x 1.5mm ¿ calipers ca94) and the tip of lot 6972477 was found to be cracked and peeling but intact. No definitive root cause was able to be determined; the failure modes are consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 03.632.036, synthes lot number: 6972477: release to warehouse date: november 06, 2012. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar fusion surgery, performed on (B)(6) 2016, when surgeon was engaging the matrix holding sleeve in a pedicle screw the threads on the holding sleeve came off. Then surgeon used another holding sleeve and that one got twisted and threads on the sleeve got separated. X-rays were taken and it was confirmed that no fragments fell in patient. Another holding sleeve was readily available to use to complete the procedure. There was ten (10) minute surgical delay. Surgery was completed successfully with no other medical intervention required. Patient status reported as doing well. Concomitant device reported as- pedical screw (part unknown, lot unknown, quantity unknown). This is report 1 of 1 for (B)(4).